Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned and the evaluation found the tissue pad at the tip of the grip was severely worn and the metal surface was exposed. The peeling of the tissue pad was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6).

Event description:
It was reported that the tissue pads on both sonicbeats were burned and peeled off during the liver resection laparotomy procedure. The procedure was completed using a third device. The customer reported that the tissue pads were worn out and did not fall off inside the body. As such, the procedure was delayed (unspecified), and no additional anesthesia was required. Though a delay was reported, there were no adverse events or adverse clinical impacts reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 and g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the ultrasonic output with the gripping part closed (including after the tissue is cut) without grasping the tissue caused severe wear of the tissue pad and some of it peeled off. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off". Olympus will continue to monitor field performance for this device.